Event description:
(B)(4). It was reported by the patient's attorney that as a result of having the product implanted, the patient has experienced pain and suffering, permanent injury, physical deformity, and has undergone corrective surgery.

Manufacturer narrative:
The product family for this women's healthcare product is unknown. Therefore, we are unable to determine the associated labeling and dfmea to review. Although, the product family is unknown, the women health product ifus are found to be adequate based on past reviews.